Manufacturer narrative:
The customer's meter and test strips were requested for investigation and replacement product was sent to the customer. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Test strip retention samples passed the internal inspection. UDI number = (B)(4). Initial reporter occupation: the occupation is lay user/patient.

Event description:
It was reported that a patient received discrepant results when tested with the following devices: coaguchek xs meter serial number (B)(4) using test strip lot 50772022 and coaguchek xs professional meter serial number (B)(4) using test strip lot 51508811. This medwatch will apply to test strip lot number 50772022. Please refer to the medwatch with patient identifier (B)(6) for information related to test strip lot number 51508811. At 5:07 p.m., a sample from the patient was tested using meter serial number (B)(4) with test strip lot 50772022, resulting in a value of > 8.0 inr. At 6:17 p.m., a sample from the patient was tested using meter serial number (B)(4) with test strip lot 50772022, resulting in a value of 3.8 inr. Within an hour of the first two meter measurements, the patient was tested twice using meter serial number (B)(4) with test strip lot 51508811, resulting in values of 5.4 inr and 5.7 inr. When preparing the patient's finger for sample collection, alcohol is not used. The patient's warfarin dosage was lowered based on the result from meter serial number (B)(4). The patient's therapeutic range is 2.0 - 2.5 inr. The patient's testing frequency is weekly.